Event description:
It was reported by our kit technician, that during the device check, "the spring" was missing from its place.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering eval.